Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext, implanted: (B)(6) 2006, explanted: (B)(6) 2017, product type: extension.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient experienced a return of symptoms after being implanted for 11 years. The deep brain stimulation system was checked and high impedances were measured. The cause of the event was the extension being used for 11 years. A revision was done and the extension was explanted and replaced. The issue was resolved after the extension was replaced. The patient was alive with no injury. No further patient complications were anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 7482, serial# unknown, implanted: (B)(6) 2006, explanted: (B)(6) 2017, product type: extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the patient did not experience any falls or trauma. The cause of the high impedances was not determined. No device issues were noted during the revision procedure.

Manufacturer narrative:
Analysis of the extension found the coiled wire in the conductor was broken. One conductor was partially broken 10.0 cm from the end of the extension segment. Two conductors were broken 6.5 cm from the end of the extension segment. If information is provided in the future, a supplemental report will be issued.